Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that after a procedure, errors occurred on the device. System logs were reviewed and errors including m11 and c34 were identified. It was determined that the device would need to be replaced, and further follow-up and communication regarding next steps was requested. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "errors on the erbe/errors m11, c34". The iesu was tested using the system, error c33 on startup, and a review of the internal log additionally showed error c00, m0b and m31. The iesu will be returned to the original equipment manufacturer.